Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device cylinder was not working properly three years after the implant procedure. When the patient pressed the pump, the cylinder did not react, the liquid cannot pump into the cylinder. All components were explanted and replaced without patient complications.